Event description:
As part of troubleshooting, an issue with calibration verification for lipase, the user ran a (B) (4) study for glucose and received erroneous results. A pt sample was tested five times with result of 99, 102, 99, 99 and 99 mg per dl. The same sample was tested five times with a decreased sample volume with results of 129, 128, 127, 131 and 128 mg per dl. No erroneous pt results were reported. The field service rep could not determine a cause. He verified to analyzer performance by running calibration and qc which was acceptable.